Manufacturer narrative:
The product analysis indicates that the reported issue could not be confirmed. The handpiece was not working upon return. The motor of the handpiece seized. The internal parts, motor, wheel lock, housing, and screws were severely corroded due to dried saline. All internal parts, seals, bearings, housing, motor, and cable were replaced. The device was repaired, cleaned, and successfully tested to specifications.

Event description:
The customer reported during use the device heated up and malfunctioned. The device heated up immediately (less than a minute). The surgery was completed by other means. No impact / injury reported.